Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report numbers: 3013886523-2022-00139 . A physician reported a certas valve was implanted in a (B)(6) female patient due to sah (subarachnoid hemorrhage) via l-p shunt on (B)(6) 2022 with setting 3. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj) and bactiseal peritoneal catheter (ID 823074-serial;unk). On march 11, the patient had disorientation. The pressure setting was changed with etk for fluoroscopy (3 to 2). On march, 17, the patient had disorientation. A shunt contrast was performed, but no obstruction was observed. On march 18, no improvement in symptoms was seen, the valve and peritoneal catheter were removed and replaced on (B)(6) 2022.

Event description:
N/a.

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h6, h10 the peritoneal catheter (ID 823074) was returned for evaluation. Failure analysis - the catheters were visually inspected; no defects were noted. The catheter was irrigated no occlusions noted. The catheter was leak tested no leaks noted. No root cause could be determined as the technician could not confirm any problem with the catheter at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris interfering with the device, at the time of investigation no functional issues were noted.